Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while admitted for recovery of implant, there was a low battery alarm while connected to the power module. The patient was switched to batteries and the alarms persisted. The alarms only stopped when the batteries and clips were in a certain position. The controller was exchanged and the alarms resolved. Low voltage alarms were confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected alarm that persisted after exchanging power sources was confirmed with the returned system controller (serial # (B)(6)). The returned system controller was connected to laboratory equipment and unexpected functional issues were identified. Upon manipulating the system controller, a loss of communication to the test system monitor and an unexpected power cable disconnect alarm was reproduced. Upon disassembly of the device, visual inspection of the internal components revealed that the white power cable connector to the internal printed circuit board was not fully seated. The log file retrieved from the returned device captured unexpected lower power advisory/power cable disconnect/low power hazard alarm events. The unexpected alarm would activate as the fluctuating voltage values reached its corresponding limit threshold. The fluctuating voltage values is consistently occurring with the white power cable and is consistent with the evaluation of the returned device. A root cause was determined to be a manufacturing related issue. The manufacturing issue was addressed with an awareness training. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. The heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. The heartmate 3 instructions for use rev c instructs users to, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.